Event description:
It was reported to manufacturer that the vns pt was seen for a follow up visit due to a recent increase in seizure activity, relationship to pre-vns baseline unk. Further follow up with the physician revealed that the pt has responded very well to vns therapy for their seizures, however, recently due to the increase in seizures, the vns is not believed to be working as well. Diagnostic testing was performed following the onset of the event, and results revealed normal device function. An estimated battery life calculation was performed and, based on the available programming history; the result revealed that the device does not appear to be at end of service. At this time, no interventions have been taken for the increase in seizures.